Manufacturer narrative:
Investigation summary: customer data was reviewed and analysis did not conclude a product performance issue. Analysis revealed a higher fam signal attributed to post-run analysis of the data. Quidel provided modified programing for the third-party equipment to mitigate the issue moving forward. Root cause: no product problem found. Source: phone.

Event description:
Customer reporting false positive sars result. The issue was identified when multiple patients were positive in a short time period when a specific thermocycler was utilized. It is unknown if all results were repeated or confirmed.